Event description:
Customer reported that 6 doses of 10meq kcl in 50ml over 6 hours were ordered. Nurse set them up as secondarys, but noticed that they all finished sooner than expected, but the pump would still indicate having vtbi left to infuse. Possible check valve failure. Sets were discarded. Pumps were not sequestered. No patient injury occurred. Though requested, no additional patient or event information was available.

Manufacturer narrative:
Manufacturer's report date: 4/15/2009. Patient information requested and all available information is included.